Manufacturer narrative:
The device involved was received for evaluation.

Event description:
An infusion pump with "fire and smoke inside" during biomed testing. The facility representative stated that no patient injury was associated with this report and no incident reports were filed.